Event description:
It was reported that the initial pressure went high and stuck there for a minute. It also has drop damages. No additional information.

Event description:
It was reported that the initial pressure went high and stuck there for a minute. It also has drop damages. No additional information.

Event description:
Additional information received provided date of event. There was also no patient injury reported.

Manufacturer narrative:
Other text: additional information: b.3, b.5.

Manufacturer narrative:
One device was received for investigation. Investigators noted, the case was cracked, front panel was damaged, and the device was missing the battery door. Started with a visual inspection. The reported problem was duplicated . Physical impact to the device was noted, as the cause to the reported problem. It was noted, the customer likely caused the damage. They replaced the case and all case labels. Replaced damaged front panel and damaged knobs. Installed new sintered filter and new battery for the pm. Performed pm, recalibrated, cleaned device and affixed service label. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.